Event description:
The patient had original minimally invasive l3-l4 hemilaminectomy using a neurosurgery retractor in the spring of 2012 and was discharged the following day with no known complication. Seven months later she had an x-ray that showed a blade or partial blade from the retractor that was retained. At the conclusion of the procedure, the surgeon removes the retractor from the 1 1/2 inch wound. The retractor returns to a cylinder shape and the multiple moveable blades are not visually detectable. The retractor was sterilized and returned to the manufacturer as part of the hospital's service contract after the procedure and without knowledge of a concern. The manufacturer did not notify the hospital upon receipt of the instrument that there was any instrument integrity concern. It is concerning that the manufacturer may have re-issued the instrument to another hospital or surgery center. The patient has not returned yet to remove the item.======================manufacturer response for retractor, (per site reporter).======================rep was notified by or director. No response yet from the manufacturer.